Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a guidezilla guide extension catheter. The hypotube, collar, distal shaft and tip was microscopically and tactile inspected. Inspection revealed numerous kinks in the hypotube and distal shaft, and a complete separation at the collar and damage to the tip of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a catheter shaft break occurred. A guidezilla¿ was selected for a percutaneous coronary intervention (pci). During the procedure, the shaft of the guidezilla¿ broke near the collar while inside a guide catheter. The guidezilla¿ was removed with the guide catheter and the procedure was completed with a different device. There were no reported patient complications.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a catheter shaft break occurred. A guidezilla¿ was selected for a percutaneous coronary intervention (pci). During the procedure, the shaft of the guidezilla¿ broke near the collar while inside a guide catheter. The guidezilla¿ was removed with the guide catheter and the procedure was completed with a different device. There were no reported patient complications.